Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced a hypoglycemic event while using the ilet after the trainer adjusted the glucose target to a lower setting, and the patient did not announce meals; the patient stated this approach had been working until the reported low. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Troubleshooting and education were completed with the patient, and the patient planned to reconnect with the trainer. Investigation included complaint handling and user counseling; no device malfunction or alarm behavior was reported other than a device alert code 52. Investigation of this case revealed no confirmed device failure and suggested use-related factors, including a lower target and lack of meal announcements, as plausible contributors to the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.